Event description:
Hill-rom received a report from the technician that the legs would not open. The lift was located in the hallway where it was parked. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the gear rack set was broken. A search of the hill-rom maintenance records did not show hill-rom performed any preventive maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The technician replaced the gear rack set to resolve the issue. Based on this information, no further action is required.